Event description:
It was reported that on (B)(6) 2010, the patient underwent a l3-s1 and l4-l5 lumbar fusion surgery in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on (B)(6), 2011 the patient underwent a l1-l2 bilateral plif in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on (B)(6), 2011 the patient underwent a l2-l3 bilateral plif with stryker avs pl cages and l2-l3 plf in which rhbmp-2/acs was used. It was reported that following the surgery, the patient began to develop severe back pain and radiating pain to his legs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient was admitted for some surgical procedure. On (B)(6) 2011, the patient was diagnosed pre-operatively with l2-3 severe degeneration with instability status post previous l3-s1 posterior lumbar interbody fusion .the patient complaint of low back pain , muscle spasm . The patient underwent following procedures: l2-3 bilat plif with cages filled with bmp , dbm and bone marrow aspirate. L2 decompressive laminectomy. L2-3 bilat total facetectomies. Removal of posterior lumbar hardware - l3 pedicle screws and l3-s1 rods. L2-3 bilateral posterolateral fusion with rhbmp/2 , non structural locally harvested autograft, dbm and bone marrow aspirate. Bone marrow aspirate harvest from the l2 vertebral body. Per op-notes, ¿.. Trial was then placed into the disk space . Two appropriately sized and shaped pl cages were then filled with bmp, dbm and bone marrow aspirate and tapped into the l2-3 disk space bilaterally ...¿